Manufacturer narrative:
(B)(4). Method: the subject rt380 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and analysed. Results: visual inspection of the breathing circuit confirmed presence of the reported crack. Analysis testing on the returned breathing circuit showed evidence of environmental stress cracking, with characteristic tree ring patterns on the fracture surface that is indicative of exposure to incompatible chemical. Conclusion: we are unable to confirm the cause of the environmental stress cracking, however, based on the investigation results, the collar crack is most likely due to exposure to an incompatible chemical. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged."

Event description:
A fisher & paykel healthcare representative reported on behalf of a healthcare facility in france that a connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to (B)(6) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A fisher & paykel healthcare representative reported on behalf of a healthcare facility in france that a connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use. There was no reported patient consequence.